Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (2 mg at .2 mg) via an implantable infusion pump. It was reported that a volume discrepancy was noted during refill appointments. A catheter revision was performed and revealed twisting and an occluded catheter. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.